Event description:
It was reported to philips that after the patient was prepared for a procedure, the control room monitor went dark and patient information could not be entered. There was no reported patient or user harm. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned treatment procedure was completed after the hospital service engineer repaired the system. The customer did not request philips service for this event. A philips field service engineer (fse) supported in calling the customer to get the information. The reported problem was solved by customer. Therefore, no additional investigation or corrective action was possible or has been provided by philips. The codes were updated based on the investigation outcome. Device problem code was corrected.